Event description:
During a clinic follow-up, episodes of post-paced t wave oversensing and functional loss of capture were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.